Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange nail is the occurence of a new fracture in the same limb as the current nail was in. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The im nail was replaced with a 10mm x 400mm, standard nail. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 2/10/2016, that a sign im nail implanted to repair a fractured left femur, was replaced due to a second fracture sustained in a fall after the initial implant of a sign im nail.